Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. An xtw clip was inserted and deployed on the mitral valve without issue. A ntw clip was then inserted and deployed. However, after deployment, the clip partially moved on the posterior leaflet. To stabilize the movement of the clip, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported migration could not be conclusively determined. The reported poor imaging is related to procedural conditions (device/calcification shadowing on posterior side) per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.